Manufacturer narrative:
The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Further report by physician was "turbid fluid found in the capsule. Collected and sent for cytology;" results not provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and lymphoma - alcl - suspected.

Event description:
Regulatory agency reported capsular contracture, baker grade unknown and that "this patient has been diagnosed with alcl;" pathological markers have not been provided. The device has been explanted and discarded. This record represents the right side.

Event description:
Regulatory agency has now reported the markers of cd30 positive and alk negative, confirming this case as anaplastic large cell lymphoma.

Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma - alcl (cd30 positive, alk negative).